Event description:
Additional information reported that the patient exhibited symptoms including shortness of breath, weight gain, decrease in blood pressure, nausea, and difficulty standing up. The patient was rested, and a right heart catheterization and ramp test were performed. The patient was given inotropes and symptoms improved with additional drug adjustments. The patient was ultimately discharged on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. The IFU lists right heart failure as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, the IFU explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that (B)(6)2022 the patient was admitted for heart failure. A cardiac catheterization was performed. They were discharged on (B)(6)2022.